Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 3.14 v after 39 months of implant. The battery voltage creased to 2.61 v after 43 months of implant. There was a concern the battery was depleting prematurely. No adverse patient effects. Additional information was received indicating this device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the shortened replacement window advisory and recommended three month follow-up appointments. Technical services discussed the battery voltage may plateau at this level for a while. The available information suggest this device remains in service. Should additional information become available this event will be updated. Should additional information become available, this report will be updated.